Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and twenty-five days following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was reported. Subsequently two non-medtronic transcatheter bioprosthetic valves were implanted and decreased the paravalvular leak (pvl) to moderate. No additional adverse patient effects were reported.